Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed false pause episodes due to under-sensing. No intervention was performed. The patient had no adverse consequences.